Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge nor provide power to a test controller. Further analysis revealed cell-under-voltage and cell-over-voltage flags enabled, and a cell pair did not have any voltage. The cell-over-voltage flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Supplemental testing revealed that the cell pair's battery can (container) was found perforated, which likely contributed to the enabled flags. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery with a perforated cell. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging during the preparation for implant. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.